Manufacturer narrative:
The device was returned and investigated. The alarm system was found to be operating as intended. The entire system was found to be operating as intended, and the system log review supported this conclusion.

Manufacturer narrative:
The device has been received by the manufacturer. The investigation is pending. (B)(4).

Event description:
A registered nurse reported, on (B)(6), 2014 during an in-home shift change, at approximately 7am, staff noticed that a n600x device was attached to the patient but powered off. The staff assessed the patient but found no heartbeat. It was reported by the nursing staff that the patient sporadically de-saturated the morning of the event. There were no alarms heard at the time of the event. It was reported to the reporter that the monitor was not audible upon powering the device on. The reporter is not certain if the monitor was not audible because it had no audio or because it did not detect patient readings.

Manufacturer narrative:
(B)(4).